Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed, and the reported issue was not confirmed. The cause of the reported issue was unknown. Upon further investigation, cassette not attached error confirmed. Fluid contamination found at downstream occlusion (dso) sensor area. Replaced dso sensor. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not infusing the proper amount. The event occurred while in use with patient. There was patient involvement but no patient harm.